Event description:
The facility nurse contacted baxter's technical service center regarding the patient feeling full and complaints of abdominal pain which occurred on the homechoice (hc) during use during dwell 1 of the previous night's therapy. During a follow up call on (B)(4) 2012, the facility nurse indicated: the nurse reported the patient felt full and bloated. The patient did not perform an off cycler manual exchange or fill. The last volume infused equaled 2000ml. The patient's dry weight was unknown. The largest prescribed fill volume (lpfv) equaled 2000ml. The drain volume was > 0.6 which met the criteria for increased intraperitoneal volume (iipv). The drain volume was 6.7l. The patient followed up with the doctor due to the pain she had experienced. The patient was prescribed lidocaine for the pain and muscle aches. The homechoice device was swapped. The nurse stated since the patient received a new cycler the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. The patient is continuing therapy successfully. The rn stated she would like to be contacted with the results of the device evaluation. The patient did not currently have symptoms.

Manufacturer narrative:
(B)(4). The device is to be returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation or if additional information becomes available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received operational; however encountered a se 2419 (right disposable & volumetric standard stabilization error) during the returned instrument and device evaluation. The device was determined to meet functional and electrical performance specification requirements per return instrument test evaluation (rite) testing. The device passed both the homechoice rite electrical test and the rite functional test and met specifications. Internal / external inspection performed and passed. A valve leak was completed using final test and passed. Multiple short simulated therapies were performed and passed successfully. An inspection of the door assembly revealed no issues. Review of the device logs confirmed the iipv occurrence date (B)(6) 2012 at 01:54 / cycle 1 / drain volume 3534ml, largest fill volume 2000ml. The cause for the iipv was determined to be insufficient drain, false empty detect at initial drain and I-drain alarm volume was met. The additional se 2419 during ride testing is not related to the reported iipv issue. The device was determined to meet specifications for the reported issue symptom of overfull (iipv).